Manufacturer narrative:
Approximate age of device - 3 years. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. Review of the submitted log file by the manufacturer's technical service representative confirmed a pump stoppage event due to a driveline disconnected alarm. The vad coordinator spoke to the patient about the event and the patient did not have an answer for the alarm, and the patient's recollection changed several times during the clinic visit. The vad coordinator summarized that the patient may have disconnected the percutaneous lead (driveline) while attempting to clear alarms and no harm came to the patient.

Manufacturer narrative:
Section e4 and h4: additional information. Manufacturer's investigation conclusion: analysis of the submitted log file confirmed a pump stop and associated alarms on (B)(6) 2018. This pump stop appeared to be caused by the patient¿s driveline being disconnected; however, a specific cause for the disconnection of the driveline could not conclusively be established through this evaluation. The submitted log files contain data from (B)(6) 2018 at 00:07:58 through (B)(6) 2018 at 00:55:33 and from (B)(6) 2018 at 09:06:31 through (B)(6) 2018 at 10:54:43. On (B)(6) 2018 at 10:28:22, the patient's driveline was disconnected, causing the pump's motor to stop. Support was not restored until the driveline was ultimately reconnected at 10:31:31. The pump appeared to function as intended after the driveline was reconnected, as the pump speed remained above the low speed limit for the remainder of the file. The hmii lvas IFU contains information regarding pump speed, power, flow, and pulsatility index. This IFU and the hmii patient handbook explain that disconnecting the driveline from the system controller will cause the pump to stop. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.